Event description:
It was reported that there was atrial lead pacing threshold problem. The lead was explanted and replaced. During the procedure, the physician found that occurrence of pacemaker atrial connector stuck and unable to connect lead again. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).